Event description:
Unilateral palsy [facial paralysis] swelling [swelling] rha redensity in lips [off label use]. Case narrative: united states report received from a physician via company representative on 16-oct-2024 and refers to a female patient of an unknown age who received rha redensity on an unknown date in 2024 (reported as 11-jul-2024, and as four months ago), for an unknown indication.   The patient's medical history included a fall/injury when she was young. Concomitant medications and food supplements were not provided. An unknown volume of rha redenisty was applied on lips via needle technique. It was not reported is cannula was used for the administration. On an unknown date in 2024 (reported to be about seven days later from the initial injection), the patient experienced unilateral palsy and there was some swelling involved. The patient received treatment with steroids for one week, and the unilateral paralysis eventually resolved on an unknown date in 2024. Based on the patient's medical history the hcp was not sure if there was some cervical interaction.   The intensity of the events was not reported.   It was unknown if the product was available for return.   Health effect: clinical code e012209, facial paralysis health effect: clinical code e2338, swelling/ edema health effect: device code: a2304, off-label use   case is linked with case (B)(4) (same patient). No additional information was available at the time of this report. Company comment: the relationship between rha redensity and the reported facial palsy is assessed as possibly related considering plausible timelines. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Unilateral palsy/ l side facial palsy [facial paralysis] swelling/ unilateral facial swelling/ swelling was more periocular [swelling face] arm weakness [muscular weakness] rha redensity in lips [off label use]. Case narrative: united states report received from a physician via company representative on (B)(6)2024 and refers to an unknown age female patient who received rha redensity on an unknown date in (B)(6)2024 (reported as approximately four months ago from this report), for an unknown indication. The patient's previous cosmetic procedures included restylane (hyaluronic acid) administered on an unknown date at the lips for an unknown indication, with no reported issues. The patient's medical history included a fall/injury that caused some spinal stenosis and l weakness when she was teenager (the patient was not sure of the details). Concomitant medications and food supplements were not provided. The patient had no relevant procedures in the reaction area. An unknown volume of rha redenisty was applied on lips via needle technique. It was not reported is cannula was used for the administration. On an unknown date in 2024, (approximately one week after the filler placement) the patient experienced unilateral facial swelling, which was more pronounced around the eyes, along with left-sided facial palsy and arm weakness. The patient received steroid treatment for one week. The patient had seen a neurologist, with no diagnosis known to the treating hcp. The patient underwent magnetic resonance imaging (MRI) and computed tomography (CT) scans, both of which showed unremarkable results. It was reported that the facial paralysis eventually resolved on an unknown date in 2024. Based on the patient's medical history the hcp was not sure if there was some cervical interaction. At the time of this report, the outcome of the events swelling face and muscular weakness was considered as resolving. The intensity of the events was not reported. It was unknown if the product was available for return. Health effect: clinical code e012209, facial paralysis. Health effect: clinical code e2338, swelling/ edema. Health effect: clinical code e1621, muscle weakness/atrophy. Health effect: device code: a2304, off-label use. Case is linked with case (B)(4) (same patient). Follow-up information received from a physician via company representative on (B)(6)2024, included: additional reporter, patient's medical history (spinal stenosis and l weakness), previous cosmetic procedure added (restylane), suspected product details added (injection date), new adverse event added (muscular weakness), laboratory tests added (MRI and CT scan), event verbatim for facial palsy updated (from unilateral palsy to unilateral palsy/ l side facial palsy) and adverse event updated (from swelling to swelling face). Narrative updated accordingly. Company comment: the relationship between rha redensity and the reported facial palsy is assessed as possibly related considering plausible timelines. The company will continue monitoring the benefit-risk profile for the product.